Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 517 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer was able to manually prime, pass the displacement test and the motor error alarm did not recur. Customer was advised to monitor the insulin pump and call back if the alarm recurs.